Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear connector of an extension set ¿cannot be screwed on, it is loose.¿ the reporter stated that this occurred during catheter placement, and led to a small amount of blood loss. It was reported that the angiocath was inserted, but when they attempted to attach the tubing they could ¿not tighten the connection due to the plastic ribbed piece not being turnable.¿ there was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.